Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a cp pump a 14 french long peel away sheath was placed in the femoral artery. Upon advancing the impella it was noticed by the physician that the impella would not advance. Under fluoroscopy the sheath was kinked in multiple places due to the anatomy of the patient. Multiple attempts were made by the physician to try to reposition the sheath so the kinks would not happen, but the physician was unsuccessful. The impella was then removed, and an angiogram of the left femoral artery was attained, which showed a very similar anatomical term in the proximal section of the iliac artery. The decision was then made to abort placing an impella and call a surgeon for possible 5.5 implantation. The peel away she was sutured in place, and the patient was sent to the ICU. The complainant reported there would be no returned items.